Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The programmer was opened in order to assess the internal components. The programmer did not display the interrogation issues and the burned component was noted to likely be the cause of the burnt smell allegation; however, the programmer did not smoke or smell when tested. Following repair of the unit, the programmer operated as expected.

Event description:
Boston scientific received information this programmer (prm) had a burnt smell and could not interrogate a device. This prm will be returned. No adverse patient effects were reported.